Event description:
It was reported that the pulse generator was implanted on (B) (6) 2009. It was noted that the physician did not interrogate the device prior to implant. Two hours post implant, the pulse generator could not be interrogated. The electrogram showed normal pacemaker function. Interrogation was unsuccessful with multiple programmers. A magnet was placed over the device and the rate did not increase, nor did the mode change to doo. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the pulse generator was received in bvvi mode. The device could not be interrogated due to multiple flipped bits including a corrupted ID bit. After the ID bit was changed to the correct value the device could be interrogated and software could successfully be reloaded. Despite extensive testing, the multiple flipped bits could not be reproduced. Consequently, the reason for the bit flip could not be determined.